Manufacturer narrative:
Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were reviewed for the available lot number; the device was found to be within specification at the time of production. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported to aesculap inc. That a as vega ps femoral comp.cemented f4n l (part# nx009z) was implanted during a left total knee arthroplasty (tka) procedure performed on (B)(6) 2013. According to the complainant, aseptic loosening of the femoral and tibial components was observed. The patella was noted as being in good position with no evidence of loosening. The patient underwent a revision surgery on (B)(6) 2021. The complaint device was not available to be returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Although requested, additional information has not been made available. The adverse event/malfunction is filed under aic reference xc 100032171 cc 400582833. Associated medwatch reports: 400582830_2916714-2023-00011_MDR, 400582831_2916714-2023-00012_MDR, 400582832_2916714-2023-00013_MDR, 400582834_2916714-2023-00015_MDR.